Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg site was irritated. As such, surgical intervention was to be undertaken on (B)(6) 2018 to explant and replace the device. However, during the procedure, the physician found the ipg site to be infected. As a result, the ipg was explanted. The site was irrigated and the patient was placed on antibiotics.

Event description:
Follow-up information revealed the patient had an irrigation and debridement of the generator site. The patient also stayed in the hospital one night for IV antibiotics. The patient's cultures were negative and the infection has now cleared.